Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device was discarded and not returned for additional evaluation and investigation. The cause of the alleged issue was stated to be unknown. As the device was not returned, additional physical investigation could not be performed on the device to determine a root cause. Internal complaint number: (B)(4).

Event description:
Information was received reporting a catheter revision. It was confirmed that the patient had an underinfusion volume discrepancy during a refill in which 3-4ml were expected and 19.2ml were aspirated. The patient complained of unrelieved pain. A dye study was performed and confirmed that the catheter could not be aspirated. During the catheter revision, the physician was still unable to aspirate csf from the side port. A new catheter was placed.